Event description:
It was reported that prior to insertion, the cal key and fiberoptix sensor (fos) connector were plugged into the pump, no calibration occurred. The lack of calibration went unnoticed due to the urgency of the situation. The director of perfusion was called in to troubleshoot. The fos was not calibrated and will not calibrate with map cal. There is an error message that states "ap fos weak signal." The console was exchanged; however, this did not correct the error message. The iab was removed and another iab was not inserted. There were no reported patient complications.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable based upon the information provided. The returned device was received and subsequently evaluated and the event was determined to be reportable. Evaluation: the intra-aortic balloon (iab) was returned for evaluation. The pump tubing and guidewires were not returned. The cal key was missing from the fiberoptix sensor (fos) cable. There was blood on all exterior surfaces of the iab. The iab was slightly bent approximately 1 cm above the bifurcation. A different guidewire was fed thru the central lumen with minimal resistance encountered. The iab central lumen was patent and available for transduced arterial pressure monitoring. The slide connector was attached to the fos and the sensor was examined. The sensor was recessed & not seated properly in the housing. The sensor was reseated into the slide connector. The fos was light level tested with another cal key & failed indicating a broken fos. The fos cable & wire were examined & no obvious kinks were observed. A DHR re-review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. The root cause was determined to be user error. It is noted in the fiberoptix ap sensor zeroing and calibration guide: "if resistance is met during connection, do not force the connection. Pull slide connector back slightly and reattempt the connection." Management will continue monitoring complaint reports for any trends which may appear.